Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I rec'd a pinnacle 100 acetabular cup 56 mm pressed fit; neutral metal insert; 36 mm head +8.5; and a prodigy large stature left 13.5 mm hip stem with porocoat. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2010, I underwent a revision of the left total hip arthroplasty. The metal components were replaced with polyethylene components. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking or standing for periods of time. Reason for use: severe degenerative arthritis left hip.